Event description:
It was reported while using bd posiflush¿ normal saline syringe the plunger was difficult to depress. This occurred on 9 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: it was reported syringes that could not be fully depressed as the plunger could not be advanced fully. 1.the syringes were in a box shipped to us. The faulty syringes were noted intermittently until IV treatment ended (B)(6) 2020. 2. I have 9 faulty syringes; it is unclear how many more of the 12 remaining unused syringes in the box are defective. 3. No injuries were sustained. 4. I will be able to return the faulty syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-01. H6: investigation summary a device history record review was completed for provided lot number 0223175. The review did reveal one non-conformance during the production process. This non-conformance was associated with dry barrels. This issue was resolved at the time of occurrence. To aid in the investigation of this incident, samples were returned for evaluation by our quality engineer team. Through inspection of the samples, the plunger exhibited difficult movement. It is possible that this incident resulted from an intermittent issue during production in which an incorrect dose of silicon was supplied into the barrel. Despite the related non-conformance being detected and resolved at the time of occurrence, it is possible that some faulty product was produced prior to detection. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd posiflush¿ normal saline syringe the plunger was difficult to depress. This occurred on 9 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter: it was reported syringes that could not be fully depressed as the plunger could not be advanced fully. The syringes were in a box shipped to us. The faulty syringes were noted intermittently until IV treatment ended (B)(6) 2020. I have 9 faulty syringes; it is unclear how many more of the 12 remaining unused syringes in the box are defective. No injuries were sustained. I will be able to return the faulty syringes.